Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 35- 45 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.